Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure unit would not have slipped. The device history record review shows no abnormalities related to reported incident found nor there were any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint reported was unable to be confirmed. No issue observed. Root cause for complaint event is unknown at this time.

Event description:
A sales representative reported on behalf of the customer that an a3059 mayfield composite series skull clamp did not hold 80 pounds torque knob pressure and there was a head slip. Additional information was received on 09may2018 indicating that on (B)(6) 2018 during a posterior cervical laminectomy when applying the mayfield head holder in prone position, one of the pins slipped causing a laceration to patient's scalp. The surgeon noticed that the 60 pounds of pressure he originally applied to the head holder slipped out. It is unknown if the head hold failed due to user error or if the head hold is faulty. Additional information has been requested.